Event description:
Initial description: "I got a phone call from [xx xxx] on friday, that at the end of a crt case using the worley, they split it a withdrew it only to have the tip separate from the sheath at the end of withdrawal. They removed the tip and are going to send it to the office. Unfortunately, the sheath itself was discarded."

Manufacturer narrative:
Device history record (DHR) review indicates the proper materials and manufacturing methods were used to produce this lot of materials. Evaluation of the retain devices did not show any brittleness of the ro/soft tip material. Pull forces of ro/sheath joint was above the minimum specification. The root cause is that a force applied to tip segment exceed material strength causing the ro tip to fracture. Due to the nature and frequency of this and other similar field reports, thomas medical products issued a recall for the safesheath csg product line on (B)(6), 2009. The lot involved in this incident was a part of recall z-0661-2010.